Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that after moving a patient on ECMO to a different room and plugging power cords into wall the cords were moved to the power bar on the IV pole. No flow on the rotaflow with an unfamiliar error message has been noted. The customer was unable to reset by turning rpms to zero then back up, so pump was powered off then back on again and flow was restored. Pump was stopped for roughly thirty second. No harm to the patient occurred. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the rotaflow displayed an "unknown error message" during patient treatment. The device has been restarted. No harm to the patient or any person occurred. A getinge service technician confirmed on 2022-04-21 that the biomedical engineers of the hospital could not reproduce the reported failure. No parts have been replaced. The device is working as intended. Based on these investigation results the reported failure could not be confirmed. However, the failure mode "unknown error message" can be linked to the following most possible root causes according to the rotaflow risk management file. (Un)intentional stop of the pump, e.g.: 1. Pump stop intervention after technical error (e.g. Pump runaway, error head); 2. Sensor error (bubble, level, pressure(in hl20 mode), flow); 3. Wrong intervention limits; 4. Unintended rpm change by user. The review of the non-conformities has been performed on 2022-04-21 for the period of 2008-03-01 to 2022-03-03. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2008-03-01. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID:(B)(4).